Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. Symptoms reported include irritation, pain, swelling, warmth at the site (leg) and hyperglycemia (blood glucose level reached 320 mg/dl). The patient sought medical attention and was diagnosed with an infection. The patient was prescribed bactrim tablets, to be taken twice daily until site healed. The pod was removed prior to medical attention being sought due to the adhesive not being secure and patient experiencing listed symptoms. This pod was discarded.